Event description:
It was reported to philips that a power equipment malfunction was found during evaluation. There was no patient involvement.

Event description:
During evaluation of the device for an unrelated symptom, a philips field service engineer noted a ¿power equipment malfunction¿ message. During evaluation of the heartstart xl+, the fse found a clock battery voltage out of range message in the hardware log in addition to a 'power equipment malfunction' message on the screen. Additional information later received from the philips field service engineer indicated that replacement of the clock battery resolved both the clock battery voltage out of range message and the 'power equipment malfunction' message. A philips product support engineer reviewed the hardware log and confirmed the 'power equipment malfunction' message on the screen correlated to when the clock battery is low or completely drained. The heartstart xl+ service manual (publication 989803160581 - page 48) table 10 ¿battery troubleshooting¿ shows the possible solution to a 'power equipment malfunction' message is to replace the clock battery. Note that the clock battery voltage out of range message is considered to be not reportable. The observed issue would not impact therapy if it were to recur. The clock battery is not needed for the delivery of therapy. The fse replaced the clock battery to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.